Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was displaying a battery indicator when attempting to perform a blood test. The complaint was classified based on the customer care advocate's (cca) documentation. The patient claimed the alleged issue first occurred on (B)(6) 2012 at an unspecified time. The patient reportedly manages her diabetes with lantus insulin (80u at night) and novolog insulin (13u in the morning, 8u at lunch and 23u at dinner). She claimed on the same day after attempting to test with the subject device, she developed symptoms of "feeling funny and shaky" at an unknown time. She also alleged that this occurred again on (B)(6) 2012, at an unknown time and stated that she skipped her novolog insulin dose in response to not being able to test on this day. The patient reportedly self-treated with food/drink on (B)(6) 2012 as well as on (B)(6) 2012. No other device was used for testing. At the time of troubleshooting, the cca noted that the subject device was not brand new. The patient was using the correct test strips. Based on the age of the meter/battery, a battery replacement was not yet required. Replacement products were sent to the patient. This complaint is being reported because, the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
(B)(4): the meter involved with this complaint failed testing. The meter was found to have a capacitor failure. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.